Event description:
It was reported that the patient experienced a revision surgery of an inflatable penile prosthesis(ipp) due to the device not working and a crack in the tubing causing fluid leak. An accessory kit was used to replace the tube. A patient outcome of stable was reported.